Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy from their right ventricular (rv) lead. Additionally, the lead had high impedance and a confirmed fracture. The lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.